Event description:
Revision surgery as an abg ceramic insert had fractured. The fractured and pulverized ceramic insert and the cup were removed and an extensive synovectomy was performed with a trident cup and ceramic insert used as the revision components.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.